Manufacturer narrative:
A.4 added as it was omitted from the initial report that was submitted. B.7 added information as it was omitted from the initial report that was submitted. D.1,d.2a and d.2b were revised as they were previously entered incorrectly on the initial report that was submitted. D.4 model number was revised as it was previously entered incorrectly on the initial report that was submitted. Lot number and expiration date were added as they were omitted from the initial report that was submitted. H.4 date was added as it was omitted from the initial report that was submitted. The investigation of the reported failure mode has been completed. Product damage (guidewire kink): clinical details were reported that an 0.018 guidewire had a bent tip when it was pulled from its plastic packaging. The product was not returned for investigation. The cause of the guidewire kink could not be determined due to insufficient clinical details and no product returned. Device history review: the 0.018" guide wire passed all post sterile inspection criteria.

Manufacturer narrative:
The device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient classified as high-risk for percutaneous coronary intervention received an impella cp device for mechanical circulatory support. During the preparation of the pump for delivery, it was noticed that the .018 guidewire appeared to be "bent." The team proceeded to replace the wire, and no harm or injury was reported.